Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that 3100a ventilator had fluctuating mean airway pressure (map) while on patient. There was no known consequences or impact to patient reported with this event.